Manufacturer narrative:
Concomitant medical products - model: 419388, lead; implanted: (B)(6) 2006. Model: dtba1d1, crt-d; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert when the superior vena cava (svc) defibrillation coil impedance had risen and exceeded the programmed upper alert threshold. A rv defibrillation coil impedance triggered an alert the following day for high impedance. It was noted that there was also a rise in the tip-to-coil pacing impedance, but the tip-to-ring impedance was stable. A potential high voltage fracture is suspected. Follow up was conducted and it was verified that reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.